Manufacturer narrative:
Event date: (B)(6) 2018. Date of report:18sep2018. Philip's international service technician confirmed the reported issue. The technician replaced the defective printed circuit board assembly, man machine interface to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the display was blurring and not functioning. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.